Event description:
It was reported that this bioprosthetic aortic valve, implanted approximately for one (1) year and seven (7) months, was explanted due to aortic stenosis and insufficiency, secondary to patient prosthesis mismatch. During explantation, the valve was noted looking relatively small in the setting of a small root. There did not appear to be any specific leaflet dysfunction. The valve was replaced with a 23mm magna ease aortic valve. Tee revealed normal biventricular function and an aortic valve prosthesis that opened and closed with no regurgitation. The peak and mean transvalvular gradient was 22 and 10 mmhg. The patient tolerated the procedure well and was transferred back to the ICU in stable but critical condition. The patient was discharged in good condition on pod #5.

Manufacturer narrative:
Evaluation summary: customer report of stenosis and insufficiency could not be confirmed due to valve not being returned. Three fragments of host tissue with four pledgets were returned. Minimal calcification was observed on some of the returned fragments. It is unable to confirm the origin of the returned fragments.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, there has been no allegation of a product malfunction or deficiency. The root cause cannot be confirmed; however, it appears that this event was due to patient and procedural related factors at the original time of valve implantation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic aortic valve, implanted approximately for one (1) year and seven (7) months, was explanted due to aortic stenosis and insufficiency, secondary to patient prosthesis mismatch. No other details provided.